Event description:
On (B)(6) 2024 a healthcare provider (hcp) reported an ilet user was admitted to the hospital due to diabetic ketoacidosis (dka). The event occurred on (B)(6) 2024. The customer care agent reviewed ilet data and it was found that the user was not consistently using the ilet until (B)(6) 2024; prior to that, the ilet had been unable to dose insulin since (B)(6) 2024. The initial cartridge change process on (B)(6) 2024 was not completed, resulting in no insulin delivery until the next day. On (B)(6) 2024, the user successfully completed a cartridge change in the early morning, but a subsequent incomplete cartridge change later that day again suspended insulin delivery. On the night of (B)(6) 2024, a successful cartridge change resumed insulin delivery, but it was soon suspended again due to an unaddressed occlusion alarm following a meal announcement. The user was then admitted to the hospital due to high blood glucose (bg) and dka. The user was treated with fluids and an IV insulin drip. As of (B)(6) 2024 the user was still in the hospital. The user's mother was informed about the importance of addressing alerts and completing cartridge changes. Arrangements were made for an ilet trainer to provide further education and training, and the mother was encouraged to contact beta bionics customer care for any issues to ensure continuous insulin delivery. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The device volume was set to "off" and the high glucose alert was turned off on (B)(6) 2024 . Device data confirms hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device alerts for the incomplete cartridge change and occlusions. These alerts were not marked as acknowledged or addressed promptly. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. The hyperglycemic event was caused by a failure to properly use the ilet including not wearing the device consistently, not promptly completing the cartridge change process, and failure to address an occlusion resulting in the ilet being unable to dose insulin for extended periods of time. Having the high glucose alert turned off and the device volume set to off contributed to the severity of the event.